Event description:
Harmonic focus was being used for a head and neck surgery. Noticed the disposable instrument was not working appropriately. When the focus was being used, it appeared that pieces of the tip were floating or flying away. The white tipped portion of the focus had pieces breaking away.